Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the upper jaw of the knee scorpion¿ had broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2016.

Event description:
On 11/11/2024 it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion broke in the joint when attempting to grab meniscus. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.